Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor disinfectant preparation process (when loading disinfectant solution from the reprocessing basin) could not be completed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The olympus field service engineer (fse) visited the facility and inspected the equipment. The fse observed error e17 on loading, and liquid was found on top of the tank sensor with no visible leaks. Upon further inspection and testing, it appears the issue was related to a loading error, such as bumping the machine while loading. The machine was cleaned, dried, and the drain hose position was corrected. Performance testing confirmed no leaks and no error codes. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the investigation results, it is thought that the problem may be caused by an abnormality inside the device or by the user not filling the specified amount of disinfectant. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.